Manufacturer narrative:
During follow-up, the patient said there were no problems with the m14c catheters and they were excellent. The patient thinks the infection problem happened because they stopped allowing him the insertion kits he used routinely. Once he stopped using the insertion kits, he acquired the infection. His doctor advised him to try another catheter product brand.

Event description:
Intermittent catheter patient (user) said he's been getting infections concurrent with catheter use and he wants to go back to using another catheter brand that he was using before. During follow-up, the patient said he was prescribed an antibiotic, took the full course, but the infection returned. He has had multiple doses of antibiotics but still has not rid himself of the infection completely.